Event description:
The user experienced a shift in the calcium qc and a doctor questioned the user experienced a shift in the calcium qc and a doctor questioned the user experienced a shift in the calcium qc and a doctor questioned a patient result. The initial result was 8.0 mg per dl and was reported. A patient result. The initial result was 8.0 mg per dl and was reported. A patient result. After the doctor called and questioned the result, the serum sample was repeated on (B)(6)-2009 with a result of 8.9 mg per dl. The user stated it was unknown if the patient was adversely affected. The user replaced the reagent pack with another cassette of the same lot. After calibration, the qc came back to where it supposed to be" and no further discrepancies were noted.

Manufacturer narrative:
The investigation determined the issue could be verified as an isolated the investigation determined the issue could be verified as an isolated. A new pack from the identical reagent lot brought reagent pack issue. A new pack from the identical reagent lot brought the qc as well as the patient results back to the expected range. The the qc as well as the patient results back to the expected range. The the qc as well as the patient results back to the expected range. The original reagent pack may have deteriorated. A possible explanation of original reagent pack may have deteriorated. A possible explanation of the phenomena could be the original reagent pack had been exposed to the phenomena could be the original reagent pack had been exposed to high co2 concentration in the lab. No adverse event was reported.

Event description:
The user experienced a shift in the calcium qc and a doctor questioned a pt result. The initial result was 8.0 mg/dl and was reported. After the doctor called and questioned the result, the serum sample was repeated on (B) (6) 2009 with a result of 8.9 mg/dl. The user stated it was unk if the pt was adversely affected. The user replaced the reagent pack with another cassette of the same lot number. After calibration, the qc "came back to where it was supposed to be" and no further discrepancies were noted.